Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 1:00 p.m., the customer obtained a blood glucose reading of 232 mg/dl on a contour meter and 77 mg/dl on a different meter. The difference between the readings falls in zone "c" of the consensus error grid, making the difference clinically significant. No adverse event is alleged. The customer has been advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.